Event description:
This is being filed to report the stroke. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted without issue, reducing mr to 1-2. One day post procedure the patient experienced a right sided weakness diagnosed as a stroke. No treatment was performed and the symptoms were getting better within 24 hours. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported stroke cannot be determined. The reported effect of stroke is listed in the mitraclip instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.